Event description:
On (B)(6) 2014, the patient was hospitalized due to pain and possible fracture in the cervical, lower thoracic and lumbar spine resulted from falling down 2 weeks prior to this hospitalization. Imaging revealed advanced degenerative changes in the spine and no fracture. However, abdomen and pelvis CT scan revealed asymptomatic liver abscess necessitating an 8f catheter placement and drainage on (B)(6) 2014. Additionally, right side pleural effusion was noted and drained, and he was placed on intravenous antibiotics. On (B)(6), he was diagnosed with peritonitis necessitating laparotomy. Turbid ascitic fluid correlating with kidney and liver failure was found and subsequently removed by suction. On (B)(6), the patient was expired due to sepsis and liver failure. The sponsor was notified of the death on (B)(6), 2014. His MRI at 3 month follow up in the study on (B)(6) 2013 revealed new hcc lesion in the liver but no abscess was noted. A third treatment with embozene tandem loaded with doxorubicine for the new lesion was performed on (B)(6) 2013.

Manufacturer narrative:
This patient was enlisted for the miracle 1 trial. Device investigation is still ongoing.